Event description:
While being used for pt treatment, the 3100a "started making funny sounds". The pt was moved to another 3100a without compromise. The 3100a making the funny sound could not be calibrated after the pt was removed.